Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent had been implanted to treat dysfunction of the sphincter of oddi in the papilla. The stent had been implanted for 9 months and was scheduled for stent removal per protocol on (B)(6) 2018. According to the complainant, during stent removal, the retrieval loop broke and was partially disconnected from the distal end of the stent. The stent was removed from the patient with a rat tooth forceps and the procedure was completed. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine. According to the complainant, the wallflex biliary rx partially covered stent was placed to treat dysfunction of the sphincter of oddi. However, per the wallflex biliary rx partially covered stent system directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacturer and expiration dates are unknown. Problem code 1069 captures the reported event of stent retrieval loop broke. A wallflex biliary rx partially covered stent was received for analysis; the delivery system was not returned. Visual examination found the stent was deformed. The cover was missing in some sections of the stent. The retrieval loops were found broken, and some stent wires were kinked. There were tissue traces found on the stent. No other issues were noted with the stent. Per analysis, the reported event and the observed failures were likely a result of the resistance encountered during withdrawal of the stent from patient. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu indicates, "the wallflex biliary rx partially covered stent system is used for palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant obstruction prior to surgery". The device is intended to remain implanted. In this case, the device was used to treat dysfunction of the sphincter of oddi and was removed from the patient. Therefore, the most probable root cause of this event was determined to be failure to follow instructions. Catalog number has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx partially covered stent had been implanted to treat dysfunction of the sphincter of oddi in the papilla. The stent had been implanted for 9 months and was scheduled for stent removal per protocol on (B)(6) 2018. According to the complainant, during stent removal, the retrieval loop broke and was partially disconnected from the distal end of the stent. The stent was removed from the patient with a rat tooth forceps and the procedure was completed. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine. Note: according to the complainant, the wallflex biliary rx partially covered stent was placed to treat dysfunction of the sphincter of oddi. However, per the wallflex biliary rx partially covered stent system directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery.